Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2. Early or late postoperative infection and allergic reaction. This report is number 2 of 22 mdrs filed for the same patient (reference 1825034-2013-04879 / 04898, 2014-00821 and 2014-00833).

Event description:
It was reported a patient enrolled in a clinical study underwent a reimplantation on (B)(6) 2007. Review of invoice history confirmed an orthopedic salvage system was implanted. Subsequently, patient was revised on (B)(6) 2008 due to an unknown reason. The modular head and liner were removed and replaced. Patient underwent a second revision on (B)(6) 2010 due to an unknown reason. The modular head and liner were removed and replaced. Patient underwent a third revision on (B)(6) 2011 due to dislocation. The modular head, liner were removed and replaced. Patient underwent a fourth revision on (B)(6) 2011 due to pain and dislocation. Operative report confirmed the modular head, acetabular cup and liner were removed and replaced with a biomet head and competitor cup. Patient underwent a fifth revision on (B)(6) 2011 due to an unknown reason. The modular head was removed and replaced. Patient underwent a sixth revision on (B)(6) 2012 due to dislocation. The modular head and acetabular cup were removed and replaced. Patient underwent a seventh revision on (B)(6) 2012 due to dislocation. Operative report confirmed the modular head and liner were removed and replaced. Additional clinical data received indicates the following: it was reported a patient enrolled in a clinical study underwent a total right hip arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to infection. Patient underwent reimplantation on (B)(6) 2007, previously reported as a total right arthroplasty. Patient underwent an irrigation and debridement procedure on (B)(6) 2007 with a noted hematoma. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2008. The modular head and liner were removed and replaced. Patient underwent an irrigation and debridement procedure on (B)(6) 2008. Subsequently, patient underwent a revision on (B)(6) 2010 due to dislocation and infection. Patient underwent an irrigation and debridement procedure on (B)(6) 2010 with a noted hematoma. Patient underwent open reduction procedures on (B)(6) 2010. Patient underwent open reduction procedures on (B)(6) 2011. The modular head was removed and replaced in both procedures. Patient underwent an irrigation and debridement procedure on (B)(6) 2011. Patient underwent an irrigation and debridement procedure on (B)(6) 2012. Subsequently, patient underwent an irrigation and debridement procedure with open reduction on (B)(6) 2013 due to dislocation.